Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states her mother uses this, and has had it about 5 years. She states the seat is cracked.